Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported that there was a severe hemolysis contributing to progressive acute kidney injury (aki).

Manufacturer narrative:
Codes added: mechanical interaction with blood (a01) and access site adverse event (oozing) (a24). Clinical rationale: an impella cp device was inserted surgically into the left femoral artery in a 62-year-old male patient presenting in heart failure/cardiogenic shock, cardiomyopathy, in scai stage c shock, on multiple inotropes and vasopressors, prior to initiation of support. While the patient was in the intensive care unit (ICU), there was severe hemolysis with worsening acute kidney injury (aki). The pump was noted to be contacting the mitral apparatus. The physician attempted to reposition the device, but was unsuccessful. In addition, there was access site oozing. The partial thromboplastin time (ptt) was 240. Heparin was paused. The ptt then drifted down to 30's. The site was clean, dry, and intact. Heparin was restarted. The patient was in atrial fibrillation with a rate in the 130's to 140's. Three days after impella insertion, the device was removed with an escalation of therapy to an impella 5.5. The post-procedure outcome is survived at explant. The impella functioned at p-9 at 5.0l/min as intended. Bleeding is a known risk due to the impella's anticoagulation and purge requirements. Hemolysis and arrythmias may be influenced by patient-specific factors such as critical illness, underlying cardiac dysfunction, hemodynamic instability, and potential device position.